Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see update to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. The event can be detected and prevented by following the instructions for use (IFU) which state: reprocessing manual_ cleaning, disinfection, and sterilization procedures_ flushing detergent solution into the air/water channel. Attach the injection tube¿s connector plug to the air and water supply connectors on the endoscope connect). Olympus will continue to monitor field performance for this device.

Event description:
It was later provided the reported event occurred during reprocessing for an unspecified diagnostic procedure. They confirmed there was no patient harm or delays as the device was switched out to with an unknown device to complete the procedure with no further sequelae.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope nozzle was clogged. There was no intended procedure or reported patient harm associated with this event. According to the field service engineer, the user used the clogged scope for the next procedure. Also, the user reprocessed the device using the correct procedure.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The nozzle had foreign objects. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.